Event description:
This spontaneous case was reported by a pharmacologist and describes the occurrence of device dislocation ("implants have migrated in the uterine horns, surgeon recommends cutting implants and leave part that has migrated into uterus") and ovarian adenoma ("suspected ovarian serous cystadenoma at the right ovary, unclear if malignant or not") in an adult female patient who had essure inserted. Medical conditions: essure was inserted without any problems. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and ovarian adenoma (seriousness criterion medically significant). The patient was treated with surgery (planned in (B)(6) 2018). Essure was planned to be removed. At the time of the report, the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation and ovarian adenoma with essure. The reporter commented: I want to learn about the risk of an operation for my mother who has essure implants. She must undergo an oophorectomy but her implants have migrated. Surgeon recommends cutting the implants of the fallopian horns and leaving the part that has migrated into the uterus. Is there a risk involved in cutting the medical device. With follow up current status of the migration of the coils is still not clarified. One of the patient's medical team thought the implants have migrated but others don¿t think so. Initially recommended right oophorectomy is planned mid (B)(6) 2018, the reason is a suspected ovarian serous cystadenoma of the right ovary. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): device dislocation: 3505 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient's daughter provided follow-up information including date of birth. Essure was inserted in 2007 without problems. Essure confirmation test showed the proper placement of the coils. Reason for oophorectomy was clarified (suspected ovarian cystadenoma; new event). Surgery is planned for (B)(6) 2018 (case thus upgraded to incident). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacologist and describes the occurrence of device dislocation ("implants have migrated in the uterine horns, surgeon recommends cutting implants and leave part that has migrated into uterus") and ovarian adenoma ("suspected ovarian serous cystadenoma at the right ovary, unclear if malignant or not") in a 53-year-old female patient who had essure (ess205) inserted. Medical conditions: essure was inserted without any problems. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and ovarian adenoma (seriousness criterion medically significant). The patient was treated with surgery (planned in (B)(6) 2018) and surgery (oophorectomy planned in (B)(6) 2018). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation had not resolved and the ovarian adenoma outcome was unknown. The reporter provided no causality assessment for device dislocation and ovarian adenoma with essure (ess205). The reporter commented: I want to learn about the risk of an operation for my mother who has essure implants. She must undergo an oophorectomy but her implants have migrated. Surgeon recommends cutting the implants of the fallopian horns and leaving the part that has migrated into the uterus. Is there a risk involved in cutting the medical device. With follow up current status of the migration of the coils is still not clarified. One of the patient's medical team thought the implants have migrated but others don¿t think so. Initially recommended right oophorectomy is planned mid (B)(6) 2018, the reason is a suspected ovarian serous cystadenoma of the right ovary. Diagnostic results: essure confirmation test confirmed proper placement of coils. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): device dislocation: 3508 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 16-may-2018: country of incidence was france since reporter (daughter in canada) stated in follow up of 16-may-2018 her mother (the patient), initials changed to mte, lives in france. Essure drug code was changed to essure (ess205) since essure was inserted in 2007. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.